Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip and retainer. Unable to perform displacement test due to physical damage. The insulin pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 130 mg/dl at the time of the incident. Reportedly, connection with reservoir compartment broken, clear ring was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.